Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2020-00918. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification identified that the glass cap and metal cap were detached and not returned. Due to the observed glass cap and metal cap detachment, the reported event was confirmed. There were no issues noted with the connector, tabs or segments. During functional testing the device passed a signature verification test. Based on the observed glass cap and metal cap detachment, an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap and metal cap detachment likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap and metal cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the metal cap of the first fiber and the clear tubing below it detached from the fiber while inserting/retracting the fiber into the scope. The fiber was exchanged; however, during the procedure the metal cap of the second fiber detached inside the patient. The cap of the second fiber was retrieved from the patient. A third fiber was opened, and the procedure was completed successfully without clinical consequences to the patient. This report is for the second fiber.

Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2020-00918.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the metal cap of the first fiber and the clear tubing below it detached from the fiber while inserting/retracting the fiber into the scope. The fiber was exchanged; however, during the procedure the metal cap of the second fiber detached inside the patient. The cap of the second fiber was retrieved from the patient. A third fiber was opened, and the procedure was completed successfully without clinical consequences to the patient. This report is for the second fiber.